Manufacturer narrative:
There are numerous printouts provided by the customer showing waveforms, trends and alarms for review of the reported event by a spacelabs lead software engineer. The patient¿s heart rate on (B)(6) 2014 was 89 bpm at 21:59:00 followed by an 8.9 second asystole event beginning at 21:59:42 on the waveform printout. There is an associated alarm printout for this event. During the next 85 seconds of waveform and alarm printouts the patient transitioned several times between low heart rate and asystole alarms which is also confirmed by the trends printout. There was no malfunction. The customer was looking at patient data retrospectively in the patient database and not real time monitoring. This supplemental report is considered final and the issue closed.

Event description:
Spacelabs received a report that the asystole alarm did not trigger when the ECG signal had no qrs.

Manufacturer narrative:
Onsite testing of the involved devices (a patient monitor model 91393 with command module model 91496) by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. The patient retrospective data was provided by the customer. Investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.